Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system was not starting¿. Upon investigation, fse found host pc as defective, which caused system in not booting up. The fse replaced host pc and hard disk. After replacement host pc and hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the system could not start up. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.